Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include dyspareunia, vaginal bleeding infections, bowel problems, recurrence of incontinence, pain and suffering.